Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve, and death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.